Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 7/11/97. The device was removed on 2/6/97, reportedly because of a "leak in system." In addition a "fracture in reservoir" was noted. Add'l info was requested, but not received. Without add'l info, quality assurance is precluded from commenting on the circumstances surrounding this event. Should add'l info be received, qa will re-evaluate according to procedures. The device was received and evaluated by the MFR. During functional testing, leaks were noted in the reservoir bladder. A microscopic examination of the device was performed. Five leakage sites, all with uniformly striated cross sectional surfaces, were detected. Cross sectional surfaces with these markings, indicate that sharp instrumentation, such as a scissors or scalpel, contacted the device. Based on the received info and quality assurance's evaluation, qa concludes that instrument contact contributed to the leakage sites. Because these components were released according to manufacturing and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. Qa is precluded from determining when the leakage sites were originated.

Event description:
Device was removed due to a "leak in the system". At the time of this surgical revision, a "fracture in the reservior component" was observed. The entire 3-piece inflatable penile prosthesis was removed and replaced with another co 3-piece inflatable penile prosthesis.